Event description:
It was reported by dealer that knuckles or gear pieces that have the button on it on stroller handles for the solara3g wheel chair are loose. Dealer hung up received information from customer service representative.